Manufacturer narrative:
Meter jnga305-k2001 has been returned and investigated with retained test strips. Visual inspection has been performed on the meter and usb port issues were observed. The meter was placed into a test fixture to download log. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Therefore, issue is not confirmed. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced symptoms described as "dairies low presser notion did not eat nothing for 2 days hate pain." The customer further reported requiring unspecified third-party treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.